Event description:
Dr using a closer device for hemostasis and entered the femoral artery with the closer s device and during the procedure, when removing the boot, the handle came out leaving the catheter part in the left leg. Dr was unable to remove the catheter, pt sent to the or for surgical removal. Pt did well post-op.